Event description:
It was reported that cartridge alarm 20 occurred and that the customer had experienced cartridge alarms with consecutive cartridges on the same pump, but the issue did not occur during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a pump replacement, confirmed warranty and shipping address, instructed customer to place pump in storage mode before return, and advised customer to reprogram pump settings, reconnect continuous glucose monitor, and return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.